Manufacturer narrative:
Please note that the following sections were updated: section d. Box 4. Lot#; section d. Box 4. Unique identifier; section d. Box 4. Expiration date; section h. Box 4. Device manufacture date. Evaluation of the returned red62 confirmed that the catheter was stretched, and the distal tip was fractured. The stretching was likely a result of the reported forceful retraction against resistance. If the non-penumbra revascularization device was forcefully retracted into the distal tip of the red62, it may have contributed to the distal tip damage and resistance experienced when removing the red62. If the rhv has not been fully opened when retracting the damaged catheter, the distal tip may become fractured. Evaluation of the returned neuron max revealed an undamaged, functional device. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02210.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02210.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), middle cerebral artery (mca), and anterior cerebral artery (aca) using a penumbra system red 62 reperfusion catheter (red 62), neuron max 6f 088 long sheath (neuron max), and non-penumbra revascularization device. During the procedure, the physician inserted the neuron max into the patient and then advanced the red 62 and the non-penumbra revascularization device through the neuron max. Next, the physician removed the clot from the patient using the red 62 and the non-penumbra revascularization device. While retracting the red 62 and the non-penumbra revascularization device, the system became difficult to remove. As the red 62 entered the neuron max, the physician felt resistance. It was reported that the red 62 felt stuck inside the neuron max, so the physician pulled hard and rapidly. Upon removal, the red 62 was noticed to be stretched, and the tip was broken off. The tip was found in the rotating hemostasis valve (rhv) that was connected to the neuron max. The non-penumbra revascularization device was reported to have been damaged as well. One of the distal tine markers of the non-penumbra revascularization device was missing and had reportedly broken off during the retraction. The procedure ended at this point. The patient expired one to two days after the procedure due to complications from covid-19.